Event description:
It was reported that the 9900 system is not sending images. It was noted that this has been going on for 2-3 weeks. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided, the following component has been requested. Single board computer assembly. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a followup report will be submitted as required.